Event description:
The gap distal attachment was misaligned, preventing its use for cortical screw hole alignment. This caused a delay greater than 30 minutes as the surgeon switched to the perfect circle technique.

Manufacturer narrative:
After the part was returned from the hospital, received at orthogeriatrics canada, and investigated, it was observed that its shape was deformed. Specifically, the instrument was no longer straight and exhibited a slight curvature. A review of the production records and usage history revealed that the instrument belongs to a rental tray assembled in (B)(6) 2013 and had been in use since then. No other complaints had been reported for this instrument prior to this incident. The production folder showed one non-conformity during the incoming inspection; however, this was related to a different issue, which was successfully reworked and released. After internal investigation and assessment, it was concluded that the issue most likely resulted from the instrument's age, having been in use for over 10 years, combined with repeated high-temperature sterilization cycles in hospitals. These cycles gradually degraded the material and affected its shape. It is important to note that misalignment is common with this type of device, even when fully conforming. During surgery, factors such as patient weight, implant bending, and installation force often cause slight misalignment of targeting devices. In most cases, this can be resolved with slight pressure or adjustments, allowing the surgery to proceed successfully with the same device. Note: this MDR was originally submitted as MFR # on november 21, 2024, but was rejected by cdrh due to an incorrect fei number in the submitter form. It is now resubmitted with the correct fei (3000327445). CAPA initiated to address the issue.